Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-04346 for the other associated device info. It was reported to boston scientific corp that a hydratome rx sphincterotome and an autotome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the hydratome rx sphincterotome failed to cut during the sphincterotomy. The second device, an autotome rx sphincterotome also failed to cut during the sphincterotomy. The procedure was completed with a boston scientific plastic biliary stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).